Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastroplasty the device did not fire. The reload was replaced to complete the procedure. There was no patient harm.